Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient¿s representative who reported that when the patient delivers a bolus it goes to 90% and stays at 2-3 minutes to 100%. The patient¿s boluses per day were 6. The agent assisted the caller to clear data, and the caller was able to connect to the pump without any lag.

Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type: software. Product ID hh9020tdd, serial# (B)(6). Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for spinal pain. The patient reported they were getting so sick of holding the communicator there when the dial goes up to 90%. Patient stated for 5 years, the had the older personal therapy manager (ptm) which was so much better than the phone. Patient stated they have had the lag issue for probably close to a year now. Agent reviewed information and assisted patient with clearing data from the handset. Patient was able to connect to the pump without the lag issue. Patient mentioned they were hard of hearing. Patient stated that the other ptm was so quick and about 3 months in, they called and got another handset sent to them but, that did not even resolve the lag issue. Patient stated they were so frustrated and was lagging for 2-3 minutes and had to do it all over again. Patient would call back if further assistance was needed.